Event description:
Electrical issues were noted to the subject pacemaker. Reportedly the patient fell in (B)(6) 2013. After this accident the ventricular lead impedance started to be unstable. Variations of lead impedance between 500 ohms and 3000 ohms were recorded on lead impedance curve. On a follow up performed on (B)(6) 2014 high ventricular lead impedance (>3000 ohms) was identified. A re-intervention was performed on (B)(6) 2014. The pacemaker header was observed by fluoroscopy, and protruding of lead terminal pin seemed not to be enough. The pacemaker was extracted from the pocket, and ventricular lead came out of the port before unscrewing setscrew. Ventricular lead was measured by an analyzer, and no anomaly was confirmed. A new pacemaker was implanted. Preliminary analysis showed that device operation was within specifications.

Event description:
Electrical issues were noted to the subject pacemaker. Appropriate lead connection was confirmed during device implantation. Reportedly the patient fell on nov 2013. After this accident the ventricular lead impedance started to be unstable. Variations of lead impedance between 500 ohms and 3000 ohms were recorded on lead impedance curve. On a follow up performed on (B)(6) 2014 high ventricular lead impedance (>3000 ohms) was identified. A re-intervention was performed on (B)(6) 2014. The pacemaker header was observed by fluoroscopy, and protruding of lead terminal pin seemed not to be enough. The pacemaker was extracted from the pocket, and ventricular lead came out of the port before unscrewing setscrew. Ventricular lead was measured by an analyzer, and no anomaly was confirmed. A new pacemaker was implanted. Preliminary analysis showed that device operation was within specifications.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly the patient fell on (B)(6) 2013. After this accident the ventricular lead impedance started to be unstable. Variations of lead impedance between 500 ohms and 3000 ohms were recorded on lead impedance curve. On a follow up performed on (B)(6) 2014 high ventricular lead impedance (>3000 ohms) was identified. A re-intervention was performed on (B)(6) 2014. The pacemaker header was observed by fluoroscopy, and protruding of lead terminal pin seemed not to be enough. The pacemaker was extracted from the pocket, and ventricular lead came out of the port before unscrewing setscrew. Ventricular lead was measured by an analyzer, and no anomaly was confirmed. A new pacemaker was implanted. Preliminary analysis showed that device operation was within specifications.

Manufacturer narrative:
Further analysis of the returned device confirmed proper electrical and mechanical function.